Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that while testing the system after uncrating, it was connected to wall power and had a message pop up stating that there was no charge, with the battery indicator flashing red. The message then went away. Self-test showed the ups connected and battery was at 100%, and when the system was disconnected from wall power, the system remained powered on. It was further noted that based on the information provided, it appeared to be a hardware issue with the system¿s power supply components. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that this was a hardware issue with the ups and not a software issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdd should have been applied. If information is provided in the future, a supplemental report will be issued.